Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015 under general anesthesia. According to the complainant, about 6 minutes into the ablation procedure the yellow bar stopped and subsequent fluid loss alarm occurred with a fluid deficit of 100 ml/minute. At this point, the procedure was then aborted. The uterus was flushed with cool saline and fluid was noted escaping from patient¿s cervix. The device was then removed and noticed a small minor burn on the upper right posterior portion of the cervix. There was no treatment required for the burn. Additional information received from the clinician confirmed the patient received a first degree burn located bilateral in the vagina at 3-9 o'clock along the linear line where the speculum was inserted. No creams have been prescribed. The patient is doing fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.